Event description:
The customer reported that 250 ml dextrose 10% with no additives was hung at 0900 and programmed to infuse at 9.4ml/h. By 1300, only 37.6ml should have infused, however, the nurse later recalled that there was only about 80ml remaining in the bag when she took it down. The patient¿s blood glucose had risen from 55mg/dl at 1000, to 348mg/dl at 1140, however, these lab values were not immediately evaluated. A second bag containing dextrose 10% with electrolytes was hung at 1300 and was intended to infuse at 12ml/h but the bag was found ¿almost empty¿ at 1510. The patient¿s blood glucose was greater than 700mg/dl at 1447. An insulin drip was initiated. At 1530, 0.45% normal saline was started at a rate of 6ml/h. At 1615 the maintenance fluid was changed to dextrose 5% at a rate of 9ml/h. By 2000 that evening the patient's glucose level had normalized and the insulin drip was discontinued. An MRI of the brain was scheduled to evaluate possible effects of hyperglycemia; the results were not provided.

Manufacturer narrative:
The customer¿s report of an over infusion could not be confirmed or replicated. Physical inspection of the device noted no damage or any anomalies. Review of the pcu event logs confirmed that on (B)(6) 2015 at 9:02am the user programmed the pump module for an infusion of dextrose 10%. The user entered a rate of 9.4ml/hr with a vtbi of 64ml and started the infusion; the primary volume infused was recorded as 0ml. Beginning at 9:11am the logs recorded that the door was opened and closed multiple times. A short time later the logs recorded multiple flo-stop open alarms lasting for approximately 8 seconds (¿6.7ml). At 1:06pm the rate was changed to 12ml/hr and the vtbi to 10ml. The infusion ended in an infusion complete-kvo alert about 50 minutes later. At 1:57pm the user changed the vtbi to 36ml. At 2:59pm the rate was changed to 6ml/hr and the vtbi to 6ml. At 3:12pm the user powered off the pump module which recorded a primary volume infused of 61.808ml. No air-in-line alarms were recorded in the logs for this infusion. Leak testing was performed on the IV administration set; no leaking was observed. Rate accuracy testing was performed and the device was found to be infusing within specification. During testing there were no periods of unregulated flow observed. The root cause of the customer¿s report of an over infusion was not determined.